Event description:
Customer reports 3 incidents of blood leaks on new dialyzers at the onset of patient treatments. Noted by blood leak alarms and confirmed with hemastix. Estimated blood loss was 150 cc's per incident. All treatments were continued with new dialyzers and new bloodlines without incident. No pt injury or medical intervention reported.